Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after refilling a cartridge with approximately 50-100 units of insulin. Blood glucose level was 231 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. In addition, the customer continued using the pump for insulin therapy.